Manufacturer narrative:
All available information was investigated, and the reported difficult gripper actuation issue did not confirm via returned device analysis. The reported unable to capture leaflets could not be replicated in a testing environment as it was related to procedural/operational circumstances. A review of the lot history identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All information was investigated, and a cause for the single gripper actuation issue resulting in the unable to capture the leaflets could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a gripper actuation issue. It was reported that a mitraclip procedure was performed to treat grade 4 degenerative mitral regurgitation (mr) with a prolapsed posterior leaflet and flail. Three mitraclips were successfully implanted. A fourth mitraclip was advanced to the patient's valve. After several unsuccessful attempts, the posterior gripper was blocked and unable to lower. The clip was removed from the patient and a new clip was used to complete the procedure reducing mr to grade 2-3. No additional information was provided.